Event description:
As reported by the user facility information by bbm sales organization in finland: "under infusion, too slow". According to the customer: "the drip rate of the infusion liquid was incorrect, the liquid dripped three hours longer than programmed, i.e. The drip rate was actually slower than programmed."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.